Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was reading high. Received page from ce rep. Caller stated he is getting 30 points higher than other meter. He overdosed on insulin and ended up very sick. (B)(6) 2013, contacted customer for more information and he said that ever since he got meter it has not had a good reading, meter has been reading high. He felt he was dosing himself incorrectly because on (B)(6) 2013 he took a reading and got 260 and his other meter read 180. He dosed himself with insulin based on the prime meter reading and then felt tired and his eyes were burning, he keeps everything in the bedroom. He¿s not washing his hands, but does change the lancet. He tested himself after eating and got a reading of 220. 2 hours later tested again and got a reading of 110, which he said that was good because that¿s what he was told should be. I did try to let customer know that if he washes his hands it would help a lot with his reading, but he said he has been doing it for 2 years and has not had a problem with other meter. Controls not used. I had sent him a replacement meter and he tried that and said it was still giving him high readings and just would like a different meter. Sending him the confirm meter system.